Manufacturer narrative:
An event of junction rhythm, numbness of left food, sinus bradycardia, and peripheral pneumothorax was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 32mm sjm rigid saddle ring was implanted. Post implant procedure, junction rhythm was reported. The junction rhythm did not lead to prolonged hospital stay. On (B)(6) 2021, numbness of left foot was reported. A neurological examination was performed and no abnormalities in the cranial nerves were noted. On (B)(6) 2021, sinus bradycardia was noted after starting metoprolol as well as a minimal peripheral pneumothorax on the right was noted. No treatment was performed for pneumothorax. The patient is doing well but is still experiencing sinus rhythm and junctional rhythm. The mitral valve plasty was a success. (((B)(4)).